Event description:
User facility reported that a patient with pulmonary arterial hypertension was receiving continuous drug therapy via an ambulatory infusion pump when the pump suddenly alarmed "no cassette detected". The user facility affirmed the issue was not related to the ambulatory pump, but rather the reservoir cassette, as they proceeded to change the pump's batteries as well as the pump itself and the "no cassette detected" issue continued to occur with the faulty cassette. It was further stated that this was a significant risk to patient health because the treatment must be administered continuously and interruption of therapy can be life threatening. Medical intervention was therefore required in the form of an emergency phone call from the distributor to assist the user facility with an emergency cassette change. It was additionally stated that the incident caused no clinical consequences to the patient and did not aggravate his condition.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned in used condition without its original packaging. The cassette was visually inspected under normal conditions of illumination. No discrepancies were found. The cassette was attached to a pump without any alarms activating. It was also set to run without any difficulties. The height of the arch of the pump tube of the cassette was measured and was within specification. No root cause was determined. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.